Event description:
The shipping boxes that the aspira kits come in have no buffer between the outer shipping box and the actual product. The sterile field of the product packaging was breached when staff was trying to open the box with a box cutter.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyf1311 showed no other similar product complaint(s) from these lot numbers.